Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2009. This implant is now manufactured by bayer, formerly by conceptus, inc. I do not have the lot, model or shelf life expiration of the implanted devices. This is a list of my symptoms and side effects I have experienced with this implant: menstrual cramping, sharp stabbing pelvic pain, hot flashes, endometriosis, ovarian cysts, excessive bleeding during period, painful ovulation, night sweats, loss of libido, painful intercourse, long menstrual cycles, lack of sexual pleasure, breast tenderness, abdominal fluttering/twitching, back, joint and hip pain, gas accompanied by constipation and diarrhea, several bloating, headaches, brain fog/forgetfulness, anxiety, depression, vitamin d deficiency, unexplained/easy bruising, suspected chronic fatigue syndrome, gluten sensitivity, unexplained swelling of legs and feet, hair loss, insomnia, weight gain, hypothyroidism, decreased vision, dry skin and eyes. I have been seen by my pcp and gyn and have been diagnosed with chronic fatigue syndrome and endometriosis. The devices, as well as my uterus, tubes and ovaries, will be removed on (B)(6) 2015.